Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 185 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Pump error 63 alarm was confirmed in the pump history due to broken trace on keypad assembly. The device was received with damage display window cover, minor scratched lcd window, cracked retainer and scratched case.